Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tension obtained by this zipfix-instrument is not as good as of instruments dr fontaine has used during previous surgeries. Dr fontaine still could move the implant after usage of the zipfix instrument. 10 minutes delay of surgery. The patient was at hospital due to cardiac disease. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown zipfix/unknown lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.